Event description:
It was reported that the deep brain stimulation (dbs) patient experienced pain, swelling and redness at the implantable pulse generator (ipg) pocket site. Additionally, the corners of the pocket site opened on multiple occasions and leaked pus and fluid. Multiple rounds of prescribed oral antibiotics did not resolve the issue. Culture results were positive for staphylococcus, and the patient was admitted to the hospital to undergo a procedure wherein the ipg pocket site was washed out. The patient did well postoperatively and the issue resolved. The ipg remains implanted in the patient and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately one month after implant.